Event description:
Boston scientific received additional information three months later that this right ventricular defibrillation lead and implantable cardioverter defibrillator continue to display high out of range pacing impedance measurements. The products remain implanted and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that the products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular defibrillation lead and implantable cardioverter defibrillator displayed high out of range pacing impedance measurements after less than two months of implant time. Upon device interrogation, the lead impedance measurements were normal. No adverse patient effects were reported.

Event description:
Additional information was received that this patient underwent a revision procedure. It was revealed that the rv lead was not fully inserted in the header of the ICD. The lead was re-inserted successfully and no further complications were observed. No adverse patient effects were reported. This product remains in-service.

Event description:
Additional information was received that this system continued to exhibit out of range impedance measurements. The patient was brought into the clinic for evaluation and there was one episode of noise stored. An x-ray was performed and it was reported that there was a potential incomplete connection issue. The patient was to undergo a revision procedure in the near future.